Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated with the rubella standard calibrators. The customer stated the same issue occurred with the master calibrators. The customer was advised to check the instrument again, although troubleshooting procedures had already been performed. The customer recalibrated twice unsuccessfully, then centrifuged calibrator a and achieved a successful calibration with quality controls in range. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.